Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation. The analyst also noted that the helix extends and retracts within product specification. The lead was returned with fully extended helix.

Event description:
It was reported that during an implant attempt the 6947-65 was noted to be too short for the patient after it was implanted. Once the lead was removed, it was noted that the helix was not straight. The replacement 6947 was difficult to position and the helix would not extend after several repositioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku